Manufacturer narrative:
Evaluation: no data regarding product identity was received i.e. No lot or serial number were indicated for the event, therefore, the device history (DHR) could not be reviewed. No sample was returned, therefore, the condition of the product could not be verified. Because a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause cannot be determined. Additional information has been requested. (B)(4).

Event description:
A surgeon reported that one day following a glaucoma filtration device implantation, a patient experienced hypotony. The surgeon also reported a choroidal detachment and shallow anterior chamber were not eliminated even though an anticholinergic medication and viscoelastic were applied. The filtration device was explanted approximately one week after the initial procedure, and trabeculectomy was performed from the same point. The surgeon reported the event resolved following the trabeculectomy procedure. Additional information has been requested.